Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the rear therapy electrodes. The patient's nurse recommended putting a barrier between the lifevest and the skin. The patient decided not to follow the nurse's advice as it would cause unnecessary alarms. The patient instead began using a lotion. Follow-up indicated that the irritation was healing.